Event description:
A pump malfunction was reported by the customer, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted in the process, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, which the customer acknowledged and understood.